Event description:
The surgeon implanted a 14mm self-tapping screw into the cervical plate. The screw sat proud and would not lock down. The surgeon removed this screw and put in another. This screw also sat proud. The screw did have minimal purchase and the surgeon left in place. Surgeon was concerned that this could lead to the need to revise the case in the future; as a result an MDR is being filed to document this event.